Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. Patient described the area as stinging, burning, bleeding, red, and raised with blisters. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.